Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2014. The revision surgery was due to patient knee instability and pain. During the revision, the cr femoral component, size 5-right, the ultra tibial insert-size 5 x10mm, and retaining bolt were replaced with a ps revision femur size 4+ right, a modular offset stem - size 19mm x 100mm x 4mm, a ps-c tibial insert-size 4, 18mm, and retaining bolts ps knee.